Event description:
It was reported that during a meniscus repair surgery, t1 and t2 deployed simultaneously. The procedure was completed with a backup device and no significant delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a meniscus repair surgery, t1 and t2 deployed simultaneously an then were removed from the patient. The procedure was completed with a backup device and no significant delay was reported. No other complications were reported.

Manufacturer narrative:
H3, h6: one 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were not returned. The delivery needle curve was over exaggerated; bent upward. The device still cycled and actuated but retracted with slight resistance due to the actuator riding on the exaggerated curve. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.